Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery without any prior low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the pump is making the customer to replace the battery every day for the past 4 days and this morning the customer woke up and the screen was completely out. The customer reported that the belt clip broke. Alarm history showed replace battery and power loss alarm. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.